Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).